Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 48 mg/dl. The customer treated with food and sugar water. During troubleshooting the customer confirmed that their insulin pump programming was accurate. The reservoir was showing the same amount of insulin as shown on the status screen. There was no MRI exposure either. No apparent issues were noted on the device. The insulin pump was not returned for analysis.